Event description:
It was reported that air bubbles and condensation were observed inside of a clearlink filter set during infusion of a total parenteral nutrition (tpn) solution. The event occurred in the prenatal intensive care unit (picu). The extension set was removed and replaced as a result of the incident. There was patient involvement; however, no patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received. The cause was unable to be determined through photographic evaluation. A CAPA was opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter received a photograph of the sample for evaluation. Initial photographic evaluation was performed and verified air in the filter housing. The filter was positioned on an angle and above the patient's heart level. Per baxter labeling, users are instructed to position the filter upright to vent air. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.